Manufacturer narrative:
Additional catalog #s: 72402105, 72402287. (B)(4). Balloon was functional. Cuff had a fatigue leak. Pump was not analyzed. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) old female patient with neurologic disorder and obstetric trauma was implanted with an acticon device on (B)(6) 1998. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss-non-functioning acticon. No further information provided.